Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the patient had ns 250ml infusing via a primary line with a secondary infusion of rituxan. Approximately two hours into the infusion it was noticed that the secondary bag was far to empty and the primary bag was overfilling. The IV tubing set was checked and found to have no clamps or kinks. It was also noted that the infusion bags were at appropriate heights. In order to ensure that the patient received all of the ordered medication, both the primary and secondary bags had to be infused. There was no patient harm.